Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that the left ventricular (lv) lead was not capturing. Fluoroscopy was performed and it revealed lv lead had pulled back out of the coronary sinus branch and was dislodged. The physician explanted and replaced the lv lead on (B)(6) 2021. The patient was stable throughout.